Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the investigation determined this was a valid complaint in that human error created an incorrect article number in the order entry system. A CAPA determination request has been initiated device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The hospital ordered a proximal femoral nail antirotation blade in titanium and received one in stainless steel. The blade was implanted on (B)(6) 2011 along with a titanium nail. This is 1 of 1 report for this complaint (B)(4).